Event description:
It was reported that during a da vinci-assisted surgical procedure, the single port (sp) cadiere forceps instrument moved the opposite direction of what was input. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) cadiere forceps instrument was analyzed and found the reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. The instrument was visually inspected with no signs of physical damage. The housing was opened and inspected with no signs of damage that would be related to the customers complaint. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument did not show signs of non-intuitive motion. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.